Event description:
Customer called to report a hospitalization due to diabetic ketoacidosis. The blood glucose reading at the time of the event was over 600 mg/dl. Customer stated that she was not giving herself enough insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.